Manufacturer narrative:
Reference (B)(4). Device returned to natus on december 26, 2019. Per depot repair notes: "replaced the speaker, the front housing and the probe cable. Installed a new battery and tested, the unit passed all functional tests. The probe was evaluated and there were no probelms found with the probe."

Manufacturer narrative:
Reference (B)(4). Customer states there is excessive noise when trying to hear the fetal heartbeat. Customer was provided a quote for repair on the unit on (B)(6), 2019. Additional attempt to collect product made on (B)(6), 2019 where customer confirmed they were still in possession and planned on returning unit. Adverse event questionnaire sent to customer for additional follow up on patient involvement on (B)(6) and (B)(6), 2019.

Event description:
Noise prevents user from being able to hear fetal heartbeat.